Manufacturer narrative:
H3, h6: one bioraptor knotless suture anchor used for treatment, was returned for evaluation. The device returned had a distorted and fractured partial anchor returned. As found, the grub insert was advanced beyond the fractured tip of the outer anchor. They have symptoms consistent with excessive force applied. There was one strand of suture holding the anchor onto the inserter. The inserter was not damaged. Audible click is present with rotation of the torque limiter. The inner insertion rod advances and retracts with rotations. Per instructions for use ¿to prepare the insertion site, only use the appropriate smith and nephew drill guides and drill bits intended for use with the bioraptor knotless suture anchor to ensure that the implant is properly aligned. Ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Complaint history review indicated similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
One 72202397 bioraptor knotless suture anchor device: two used for treatment in two related complaints, was not returned for evaluation. The product reported on is intended for hip applications. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location, tissue condition and surgical site preparation. Influences unrelated to manufacture that could compromise product performance or integrity include: site prep with alternate or without recommended instruments. Difficulty with establishing and maintaining axial alignment of suture anchor with prepared insertion site. Excess force placed upon the product. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.

Event description:
It was reported that during the surgery bioraptor anchor was placed in the portal and break at the tip when the first impact was made. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes.